Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: during investigation, the black box showed evidence of a short battery life. The pump powered on with a returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The idle and sleep current draws were not within specification. The pump case was removed and there was no evidence of moisture of loose components inside the pump. The continuous glucose monitor module and the current draw levels returned to within specification. A visual inspection of the continuous glucose monitor module board showed no moisture contamination or intermittent connections. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.